Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
A system controller was returned, which indicated an unknown system controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller, serial (B)(6), was evaluated following being returned for an unknown reason. The system controller was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. There were no reported issues with the returned system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5- ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including power cable disconnect and low voltage alarms. Heartmate 3 instructions for use (rev. D) section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6- ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.